Event description:
The user facility reported having to abort a procedure for indirect laser on the right eye. The facility planned a scleral buckle on the left eye, and performed it successfully under the general anesthesia. They also planned indirect laser on the right eye, but experienced a power issues/no tissue effect during indirect laser with loaner laser indirect ophthalmoscope (lio). Laser ring light green, and no tissue effect. The right eye procedure aborted with no patient harm, and it will be rescheduled by the patient. The facility has only the one system with no backup. Note that they had used the system laser on the previous patient and the system laser worked fine, so they are not faulting it, but the lio headset.

Manufacturer narrative:
The device has been returned and has yet to be evaluated. The certificate of compliance was reviewed and certifies that iridex part number 30903-h500, serial number (B)(6) met all physical and functional requirements on the date of manufacture. The investigation is in progress.

Manufacturer narrative:
The premiere lio headset [s/n: (B)(6)], returned without a headband-mounted rechargeable battery, passed all applicable standards of both the rii-bl2298 and sp-st-0019 procedures. In addition, this unit was found to work in accordance with the manufacturer's instructions, as well as demonstrated within the general use instructional video. This lio was recognized by multiple stellaris elite systems. There was end-to-end energy transfer through the delivery fiber, with the filter and spot size controls all checked to be operational to expectation when correctly locked into their respective positions. This product's performance was verified three times between (B)(6) 2026 and (B)(6) 2026 with similar results of positive function being indicated. Product evaluation did not confirm the failure mode. The root cause was not determined, as the reported failure could not be replicated or confirmed during evaluation. The returned lio headset functioned as intended and passed all applicable testing. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.